Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (1750 mcg/ml at 1254 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The hcp was noted the residual volumes weren't off when they refilled the pump. The refill was the same day at the motor stall. The pump had been updated since the motor stall occurred and therefore telemetry state was unlikely in this case. The report of the motor stall was seen on the pump logs. No patient symptoms were reported. No further complications were reported.